Event description:
Needle stick requiring treatment.

Manufacturer narrative:
According to the customer contact, an employee used a safety lancet on a patient. After using the lancet, it was placed on a table, upon retrieving the device, it was reported that the needle was exposed and when picked up "punctured" the employee. According to the customer, policy requires the use of antiretroviral medication for the reported incident. The customer reports the employee is still under treatment of the medication. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.